Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 19.4, 17.3, 12.2, 17.3, 9.4, 19.7 and 18.7 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.